Event description:
It was reported that before use on the patient the, cs300 intra-aortic balloon pump (iabp) unit doppler not working. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found the doppler pcb to be faulty. The fse replaced the faulty doppler pcb. The iabp passed functional testing and was returned to the customer for use.

Event description:
N/a